Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25073001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jul2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was cracked. The following information was provided by the initial reporter: we had a new incident yesterday with the primary tubing. Unfortunately, the tubing wasn¿t saved but we have the lot this time. While prepping a room for a patient and priming IV tubing with normal saline, the tubing started leaking and was cracked at end of the piece that goes into the pump channel. Lot 25073001.